Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s left ventricular lead exhibited low, out-of-range impedance and loss of capture. The patient was experiencing left pectoral muscle stimulation. The patient¿s lead was disabled.